Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed. Inspection of the pod found no damages or manufacturing deficiencies that would result in an infection at the infusion site. The exact cause of the reported infection could not be determined. Inspection of the fluid path found a tear in the exposed portion of the soft cannula which resulted in an external fluid leak. It could not be conclusively determined when or how this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg), while wearing the device between 4 and 24 hours. The patient reports having pain at the pod infusion site. The patient reports having headaches as well as nausea and vomiting. The patients reported blood glucose level was 120 mg/dl. The patient removed their pod prior to going to the hospital. Once at the hospital the patient had an x-ray performed of the pod infusion site. The patient was diagnosed with cellulitis. The patient was treated with intravenous fluids as well as an anti nausea patch, steroids and benadryl. The patient was prescribed zofran (4 mg) to be taken as needed for 5 days as well as doxycycline (100 mg) to be taken 2 times daily for 5 days. The patient remains in the hospital at the time of this call. It should be noted while in the hospital the patient had an allergic reaction to clindamycin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.